Event description:
One endeavor sprint drug-eluting stent was implanted in the proximal lcx. Patient was asymptomatic at 30 day follow up. It is reported that stent thrombosis of the proximal lcx was diagnosed five months post initial stent implant. Patient had been experiencing increased angina pectoris, in the preceding days. Pci was performed and thrombosis of the study stent was diagnosed. A ptca revascularization of the target lesion was carried out on the same day, due to restenosis. One endeavor spring drug-eluting stent (3.5 x 18mm) was implanted. Prior to pci, stenosis was reported to be 99%, post pci stenosis was reported to be 0%

Manufacturer narrative:
Results - thrombosis.